Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels with ketones present. However, the exact values and ketones level were not provided. The customer would deliver manual injections to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the contact is discussing with the healthcare provider factors that may affect bg level.